Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter has a cloudy display. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the issue began on (B)(6) 2010 at 8am. The patient stated she manages her diabetes with a set dose of insulin. The patient denied making any changes to her regimen after the alleged issue began. At an unspecified time after the reported meter issue occurred, the patient claimed she felt shaky. The patient denied receiving any medical intervention following the alleged product issue. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.